Event description:
It was reported by repair work order that the foot lift handle was broken and the cot was unable to be lifted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.